Event description:
A physician reported that two everest locking screw inserters were 'stripped' intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This record represents the second of the two inserters.

Event description:
A physician reported that two everest locking screw inserters were 'stripped' intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This record represents the second of the two inserters.

Manufacturer narrative:
Visual, dimensional, material, and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed due to no lot code available. Per everest deformity surgical technique; after the pedicle pathway has been prepared and proper screw length and diameter have been determined, the appropriate implant is selected and loaded for screw insertion using the everest deformity screw inserter. The everest deformity screw inserter will work with both polyaxial and uni-planar everest screws. To load the everest deformity screw inserter, grasp the implant by the shaft of the screw and apply a downward force to engage the screw into the hexalobe fitting of the screw inserter shaft. Thread the silver knob in a clockwise direction until the implant is securely attached to the inserter. Pull the silver knob toward the handle to lock the inserter onto the screw. To disengage the screw inserter, pull down on the silver knob, gently turn in a counter-clockwise direction, and remove the inserter from the surgical field. Note: uniplanar screws are available upon request and may be selected if there is additional rotational deformity to be addressed (p. 8). The deformation reported on the tip is prevalent with the effects of torque overloading during implant insertion. Ensuring that the screw is securely engaged in the inserter tip can assist in distributing forces evenly throughout the screw/inserter interface and reduce torque overloading.